Event description:
A surgical assistant reported that during cataract surgery, the knife used to make the temporal corneal incision in the right eye was too blunt to penetrate the cornea. An alternate knife was used to complete the incision w/o further incident. There was no pt harm reported.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the two possible lots (852882m and 851432m) was reviewed. Functional penetration test values for the lots met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the company's acceptance criteria. The root cause for the blunt knife experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).